Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. The patient was discharged five days after admission. It was unknown if the patient recovered from the peritonitis event. On an unknown date, the patient discontinued pd therapy and began hemodialysis. No additional information is available.